Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of peritonitis was reported as due to escherichia coli. It was not reported if the patient was hospitalized for the events. The patient was treated with vancomycin (intraperitoneal) and sulperazon (intraperitoneal) for peritonitis. At the time of this report, the patient outcomes were unknown. Pd therapy was ongoing. The reporter declined to provide follow-up.

Manufacturer narrative:
The events occurred on unreported dates in 2010. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.